Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6), 2023, the patient received a primary left direct anterior approach total hip arthroplasty, using depuy emphasys stem and cup, with ceramic on poly articulation, to address avascular necrosis of the left femoral head. There were no reported complications. On (B)(6), 2023, the patient was revised to address recurrent instability and multiple anterior hip dislocations. It was diagnosed as the cup being malpositioned with too much anteversion, and was more vertical than intended, allowing impingement in extension with leg external rotation. Both the emphasys cup and emphasys stem were found to already have a good fixation, though 2 months out from the implant date. The cup was explanted, along with the head, screws, and liner; the stem was retained. A pinnacle cup with two screws was placed, along with a 40mm liner and +12 mm 40mm head. There were no complications.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-rays evidence confirm the reported allegation. Based on the position of the femoral head regarding the cup, a dislocation event between the liner and the femoral head was able to be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Clinical notification received for revision due to recurrent dislocations. Date of implant: (B)(6) 2023. Date of revision: (B)(6) 2023. (Left hip). Treatment: head, liner, and cup were revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.